Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed pressure transducer. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed needs to troubleshoot calibration error 2 (actual 9.3, expected 7) issue was with the pressure transducer and would be coming in for the switch to be replaced and the 2000 hour pm service.

Event description:
It was reported that the arctic sun device had calibration error 2 (actual 9.3, expected 7). Biomed needs to troubleshoot that calibration error.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.